Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. The patient tolerated the initial procedure. On (B)(6) 2014, the patient experienced an acute ischemia of the left lower limb and underwent a femoral thrombectomy procedure and angioplasty of the femoral artery superficial and popliteal supragenicular. According to the information provided, there was no problem with the device. The cause was probably a stricture in the common femoral artery, the place where the endoprosthesis was introduced. The artery was completely occluded. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.